Event description:
The event is reported as: the customer alleges that the miller 3 disposable blade will not stay fastened (clicked in) to the handle. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.